Event description:
It was reported that an asymptomatic patient presented in the hospital for reasons unrelated to their device. Upon device check the left ventricular lead exhibited loss of capture in all the vectors. Chest x-ray was performed and revealed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2017 without any adverse event. The patient remained stable prior, during and post procedure and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.